Event description:
It was reported that during a lead replacement procedure, as the physician inserted a replacement right ventricular (rv) lead the patient had electromechanical dissociation (emd). The physician connected the patient's previously implanted lead to the device and the patient was transferred to the emergency unit. During the night the patient passed away. A cause of death of cardiac arrest due to emd was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.